Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the lab. Left ventricular pacing lead impedance measurements were high during testing in the laboratory, however, the failure mode was lost during testing and could not be reproduced. The cause of the reported event could not be determined. An additional finding was found unrelated to the reported event. The atrial feedthrough wire was observed to be damaged in the header. A manufacturing investigation determined the cause was due to a manufacturing anomaly.

Event description:
It was reported that during the initial implant procedure, high pacing impedance was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.